Event description:
A home peritoneal dialysis pt reported that she rec'd an overfill of peritoneal dialysis solution from a cycler on her first fill. Her prescribed fill volume was 2,500 ml. During the drain phase, she became short of breath and felt tight around her abdomen. When she bypassed to drain, the drain volume was 4,750 ml. Her shortness of breath was diminished after she drained but had soreness in her abdomen for a few days after the incident. No serious injury or illness resulted from this event.